Event description:
It was observed that during the device evaluation, the probe was broken at 16,1 mm from its distal end and contact marks were observed on the probe. There were no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device